Manufacturer narrative:
It was reported via an email from uplift inc, that a customer's gastrostomy tube balloon was leaking. Reporter states, on tuesday 12/23/2020 at 2:30 am, a replacement gastrostomy tube was placed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Investigation details: 1/6/2021 "we received one used sample of item dynd70318- 18 french 3 port gastrostomy tube from lot# s19006671. Upon initial visual inspection the tube appeared used but in good condition. During investigation, the balloon was inflated with the recommended 15 cc of water. Once inflated the balloon was checked for any sign of leakage however, no leaking was observed. We then over inflated the balloon by 5 cc, filling it with 20 ccs and still no leaking was observed. At this time, the reported complaint of the balloon leaking is not confirmed." Divisional qa will continue to monitor and take corrective action as needed.

Event description:
It is reported; the balloon leaked resulting in a gastrostomy tube replacement.